Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was unstable, with silver usb port visibly damaged, even though caller used tandem charging cable and wall adapter and left pump connected to a working outlet for extended time. There was no adverse impact to the customer's blood glucose level. Caller was instructed to ensure usb was inserted correctly during charging to help prevent further damage, caller acknowledged instructions, and pump did not shut down or become unable to turn on. Customer reverted to manual daily injections (mdi) for continued insulin therapy.